Manufacturer narrative:
On (B)(6) 2015 12:56 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device (B)(4). The product was not yet received for manufacturers laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "the oxygenator was leaking from the screw connector for the luer lock at the blood inlet side. The leakage was detected before start of the circuit. The circuit was not connected to the patient." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. During tightness test the reported leakage at the luer lock of the of the blood inlet connector was confirmed. Several cracks were detected at the luer lock which could be the most probable cause for the leakage. Furthermore the oxygenator was delivered with non mcp protection caps on the connectors. If those caps were used to prime the oxygenator and caused material stress which results in the cracks is unknown. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4)